Event description:
An impella cpsa c9 device was inserted into the left femoral artery in an 82-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), society for cardiovascular angiography & interventions (scai) stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was hemolysis. Haptoglobin level of 0.1 g/l, lactate dehydrogenase (ldh) 2,523 u/l, and plasma-free hemoglobin initially measuring 417 mg/dl, subsequently decreasing to 110 mg/dl. Platelet count declined from 240,000/l to 68,000/l. In addition, the patient was experiencing sepsis. The extent to which the ventricle was compromised by pre-existing pathology or biomaterial-related factors prior to impella implantation could not be determined. The automated impella controller (aic) metrics remained within normal limits and showed no abnormalities. It was reported that the urine cleared and was sufficient. Good pump position was verified. After five days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. While on support, the impella functioned at p-9 at 3.6l/min as intended with d5w sodium bicarbonate in the purge solution. Hemolysis, thrombocytopenia, and sepsis are known adverse events associated with the use of a mechanical circulatory support device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.